Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log filesdetermined that the service code went unaddressed resulting in the battery fully depleting within the unit. Analysis of the AED's log files identified that the customer's excessive self-testing of the AED and failure to promptly address red asi warnings reduced battery life expectancy. Once a new battery was installed the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.